Event description:
Affiliate reports the pt developed a hematoma three days following implantation of the device. After the drain was removed, an incision and drainage of the hematoma was performed. A blood coagulum was found at the end of the drain. Report also notes that the drain had been cut about 5 cm from the end before use, and placed in the area after removing the adipoma.